Manufacturer narrative:
The technician replaced the brake detent mechanism to repair the bed.

Event description:
Info received indicates the brake detent would allow you to set the brake and the brake would hold, but if you applied too much pressure, it would go too far and unlock the brakes even though the pedal was in brake mode.